Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. The device was received with the stent protector and product mandrel inserted. A visual examination of the stent found no issues with its profile. The ro markerbands and tip profile were examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked at several location along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 75% stenosed, 29mm in length, concentric target lesion was located in the moderately tortuous, mildly calcified, and 3mm in diameter left circumflex (lcx) artery. The lesion contained >=90 degrees bend. A 2.5x10mm semi compliant balloon was selected for dilation but the balloon could not open the vessel properly. Serial dilation with a 2x8mm semi compliant balloon was performed which opened the vessel. Another 2.5x10mm balloon was used for additional dilation. A 3.00x32mm promus element¿ stent was then advanced but failed to pass the lesion and it was noted that the shaft of the stent broke. The procedure was completed using a non-bsc stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 75% stenosed, 29mm in length, concentric target lesion was located in the moderately tortuous, mildly calcified, and 3mm in diameter left circumflex (lcx) artery. The lesion contained >=90 degrees bend. A 2.5x10mm semi compliant balloon was selected for dilation but the balloon could not open the vessel properly. Serial dilation with a 2x8mm semi compliant balloon was performed which opened the vessel. Another 2.5x10mm balloon was used for additional dilation. A 3.00x32mm promus element ¿ stent was then advanced but failed to pass the lesion and it was noted that the shaft of the stent broke. The procedure was completed using a non-bsc stent. No patient complications were reported and the patient's status was stable.